Event description:
It was reported that the patient presented for a follow-up in the clinic with infection and skin erosion at the implanted device pocket site. The device was found visible from the opened incision site and the skin of the device pocket appearing red and warm to the touch. The pacemaker and right ventricular lead were explanted and replaced with leadless pacemaker. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.